Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was able to confirm the customer comment of a missing button. Analysis noted that all knobs were missing, all encoder nuts were missing, the atrial output connector was cracked, both batteries measured 1.58 volts, the device failed incoming tests on all ventricular measurements, no signal from ventricular output connector (green wire broken), insulator sleeve was missing and it was difficult to fold and unfold the hanger due to corrosion. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a missing button. The epg was returned for service and subsequently tested out-of-specification during analysis. There was no patient involvement.